Manufacturer narrative:
Additional information was received that paresis is related to the procedure, stimulation, and due to spinal canal stenosis. Patient has not recovered and issue has not resolved. Device remains implanted in the patient.

Event description:
A report was received that the patient was admitted due to severe paralysis in the right arm. Physician assessed this to be due to spinal stenosis and possibly related to the study procedure, and unlikely related to device stimulation and not related to the device hardware.

Manufacturer narrative:
Device remains implanted in the patient.

Event description:
A report was received that the patient was admitted due to severe paralysis in the right arm. Physician assessed this to be due to spinal stenosis and possibly related to the study procedure, and unlikely related to device stimulation and not related to the device hardware.

Manufacturer narrative:
Additional information was received that paresis is not related to the procedure, stimulation, or the device; and is due to spinal canal stenosis. Device remains implanted in the patient.

Event description:
A report was received that the patient was admitted due to severe paralysis in the right arm. Physician assessed this to be due to spinal stenosis and possibly related to the study procedure, and unlikely related to device stimulation and not related to the device hardware.